Event description:
In 2008, the patient's wife reported that the patient was in dka (diabetic ketoacidosis) due to insulin leaking from the adapter of the infusion device. She stated that on the day before, the patient began vomiting and he assumed, he had the flu. He did not check his blood glucose. The following morning, the patient's blood glucose was elevated to 407 mg/dl and he contacted the physician. The patient's physician recommended that the patient change his infusion site and to drink water. The patient changed his infusion tubing and infusion site, and his blood glucose did not decrease. The patient then found insulin leaking from the adapter when he was not able to prime the infusion tubing. The patient's wife stated that she began giving the patient insulin injections and at 6:00 pm, his blood glucose measured 317 mg/dl. She then injected 25 units of insulin. At 7:00 pm, the patient's blood glucose measured 298 mg/dl and the wife injected 20 units of insulin. On three days after the event date, the patient's wife reported that, the patient's physician recommended that the patient go to the hospital to receive fluids. He was admitted to the hospital on original date and was released on two days later. The patient's blood glucose measured 111 mg/dl prior to leaving the hospital. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.